Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, yellow particles and was observed after autoclave cycle: cloudy gel, bubbles in gel and air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Reason for reoperation due to "too small, unsatisfied with size". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture, "implant was too small, unsatisfied with size" and "rotated." Device has been explanted.